Event description:
The patient's family member called to report that patient is a diabetic and patient was found unresponsive. On the day of the incident, the suspect device was used at 6:48am and a result of 282mg/dl was obtained. Patient then took an unknown amount of insulin and ate breakfast. Patient didn't feel well and slept most of the day. At 3:50pm patient was unresppnsive and emt's were called. Emt's used the suspect device to check patient's blood glucose and they obtained a reading of 148mg/dl versus a result of 26mg/dl on their own equipment. Emt's treated the low blood glucose with an IV and transported patient to the hospital. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation. Glucose control solutions were not in use on the suspect device system.

Event description:
The patient's spouse called to report that patiennt used the suspect device to check their blood glucose and obtained a result of 150 and 250mg/dl. These were high results for patient and patient felt hypoglycemic. Patient delayed any treatment or action and went to the hospital. The hospital reported their blood glucose to be 27mg/dl. Patient was admitted adn treated for low blood glucose with dextrose. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation. The customer used glucose controls on the test strips used during the incident and the result obtained was out of range (result=59. A new vial of test strips were then opened and glucose control solutions were within range on the new strips. The strips used during the incident were stored uncapped and in a zipper bag, which is against the product labeling.